Event description:
Pt's mom called to report that the freedom60 pump is failing and not functioning well. Clinical asked (B)(6) to reschedule a replacement pump to be shipped out to pt for next infusion. No add'l questions or info. Ade report completed for pump failure. Dose or amount: 10 mg/ frequency: once weekly, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: d83.9. Strength: f10050.